Event description:
During initial testing of the ion robot, error code: 28003 repeated multiple times; called tech support who remoted in, tried several catheters and did a reset to the device, same code. Case had to be cancelled due to equipment failure. Failure was identified prior to patient entering procedural area. No harm to patient.